Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the date of the malfunction was not clear to the patient. It was reported that the patient could "never be integrated with their protocol to load the equipment and for that reason a power-on-reset (por) occurred". It was reported that the situation that led the doctor to change the patient¿s device for a non-rechargeable device was due to the patient¿s lack of charging their device. When trying to clarify the report of the generator malfunction, the rep replied saying there were no problems with the patient or with the device. The rep stated that the patient did not present symptoms in relation to their ¿difficulties of not knowing how to load correctly¿. The cause of the ¿ins malfunction¿ was due to the patient not mastering the maintenance protocol of the equipment and that was the reason they decided to change from a non-rechargeable device to one which did not require recharge maintenance. The patient¿s weighed (B)(6) and it was indicated that the ins would not be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain. A form was submitted reporting that the patient¿s device was replaced per the diagnosis that the generator malfunctioned. The replacement occurred on (B)(6) 2019. No further complications were reported/anticipated.